Manufacturer narrative:
The subject has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the failure of the power supply unit of the subject device occurred no light of the examination lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc surmised that this phenomenon was attributed to the power unit failure with aging deterioration due to the long-term repeating use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp (xenon lamp) of the subject device could not be lit at preparation for the unspecified diagnostic procedure, because there was the malfunction of the igniter. The intended procedure was completed with another similar device. There was no patient injury associated with this report.